Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery, occlusion and accuracy tests were performed, the device was found to pass all delivery, occlusion and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within spec.

Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. It was reported that the pt began feeling ill on the evening of the day before, and he had blood glucose of around 300mg/dl. The next day he continued to run high and became nauseous. The pt was brought to the hospital and had blood glucose of 389mg/dl upon admission. The pt was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.